Event description:
A customer reported experiencing a tandem mobi cartridge alarm with three incidents occurring on specific dates. The customer's blood glucose level exceeded 500 mg/dl, and the exact value was unknown as it displayed as "high." The customer addressed the high blood glucose by injecting insulin manually and did not require third-party assistance. The issue was confirmed to occur during the cartridge load process, and the customer had not previously reported the same alarm with this pump. Technical support confirmed the problem and arranged for a replacement pump to be sent. The customer was advised on how to store the pump and the steps to return the problematic device to tandem, as well as informed about procedures upon receiving the new pump.